Event description:
A pt was undergoing a ptca procedure of the left circumflex coronary artery. During manipulation of the guide wire, the tip became lodged in the wall of the main/left anterior descending artery. A fragment of the polymer coating broke off and remained in the artery. After attempts to retrieve the fragment with a snare were unsuccessful, emergency surgery was performed to recover it. The effort was unsuccessful and a stent was placed to trap the fragment in the wall of the artery to prevent future migration.